Event description:
It was reported that the patient's right ventricular leadless pacemaker (lp) exhibited an increase in capture threshold and exhibited intermittent capture. The lp was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of intermittent capture was not confirmed. Final analysis found no anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.